Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process and the drive support cap appears flush. The customer¿s blood glucose level was 237 mg/dl at the time of incident. The customer¿s current blood glucose value was 79 mg/dl. Customer stated that he rewound the insulin pump and inserted the reservoir, normally he will press the act button. Customer states they were not wearing the pump during priming. Customer stated insulin did not continue to drip after letting go of the act button. Customer stated the motor did not slow down nor did numbers ramp up on the screen.

Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to compromised forced sensor system alarm. However, device passed rewind test and displacement test.